Event description:
A bipap a30 device was returned to a third-party service center for service. There was no report of patient harm or injury. The device was not in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and a ¿ventilator inoperative¿ error was observed. The printed circuit assembly (pca) required replacement to address the issue. A faulty sd card error and an error preventing the device from writing to the event log also necessitated pca replacement. No evidence of foam particles or foam degradation was identified. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.